Event description:
It is reported that upon impaction, the instrument fractured.

Manufacturer narrative:
Eval summary: the material that this device is mfg from was updated in 2008 to reduce the likelihood of this type of failure. The device involved in this case was mfg prior to this change. Eval: as returned, the liner impactor is fractured at the base of the alignment peg. The alignment peg was not returned and its location is unk. The liner impactor was dimensionally inspected and found to be conforming with the exception to the previously identified fractured. Additionally, the hardness of the liner impactor was checked and it is within spec. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Based on it lot number, the liner impactor has a potential field age of 5 years and 4 months.